Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the insulin delivery was suspended due to sensor glucose vs blood glucose difference. The customer¿s blood glucose was 212 mg/dl and the sensor glucose was 120 mg/dl. Customer current blood glucose level was 148 mg/dl. The sensor will not returned for analysis.